Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing on the bd connecta¿ was damaged. The following was received from the initial reporter. The tube was broken from the part that connects tube to the three-way valve. When did the incident occur?during use the tube was broken from the part that connects tube to the three-way valve. Broken one has been used to give parenteral nutrition to the patient. It has been rinsed.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the sample. Analysis of the sample showed that the tubing of the device was separated from the hub of the device. A review of our manufacturing process was performed, and no root causes were found. The only way this defect was reproduced was if the tubing of device was intentionally pulled. Bd determined that the cause of the failure was likely a result of use error. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. See narrative below.

Event description:
No new information supplied the tube was broken from the part that connects tube to the three-way valve. When did the incident occur?during use the tube was broken from the part that connects tube to the three-way valve. Broken one has been used to give parenteral nutrition to the patient. It has been rinsed. Update (date received: 4/oct/2023): "yes, there has. Nurse noticed that the bedlinen of her patient were wet and then noticed that the tube was broken, so the parenteral liquids did not go to the patient.¿